Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done for a secure-c implant that failed. The patient was experiencing pain in their arm that was not present before the original surgery was performed. The pain started 3 weeks post op.

Event description:
It was reported that a revision surgery was done for a secure-c implant that failed. The patient was experiencing pain in their arm that was not present before the original surgery was performed. The pain started 3 weeks post op.

Manufacturer narrative:
It was reported that a revision surgery was done for a secure-c implant at the c5/6 level. The device was implanted in (B)(6) 2025. The patient started experiencing pain in their arm 3 weeks post-op. The pain was not present before the original surgery was performed. The revision occurred (B)(6) 2026. The revision involved removing the secure-c implant and replacing it with an acdf (modulus-c spacer and xtend plate). The acdf was reported to be successful and the patient reported as doing well. The explant has not been returned as of the date of this evaluation. The implant number and the control number are unknown. No images or pictures are available at the time of this evaluation. The hospital performs an inspection before the explants are available. Further updates will be provided as information becomes available. It was reported that there were no contributing conditions such as trauma, illness, or previous surgery. It was reported that the surgical technique was utilized for the initial implantation. The rep reported the final position of the implant may have been slightly anterior to the recommended position. The patient's spine shifted into kyphosis while the secure-c was implanted and the explanted core appeared to be deformed slightly, but this cannot be confirmed without images and without the implant being returned. Further updates will be provided as information becomes available. The observed risk level is within expected risk level. This analysis will be updated as further information becomes available. The product shall continue to be monitored, and appropriate measures taken in the event the occurrence rate exceeds the expected risk. The following sections were updated for this supplemental report: b4, g3, g6, h2, h6, h10.